Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the assembly of the stapler in a laparoscopic appendectomy, surgeon was not able to press the green button and the device could not be fired. A new stapler and new load was opened, allowing the assembly and sequence of the procedure. No patient injury.